Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 18281172/18565716.

Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) frequent charging and increase in telemetry errors. High impedances were also noted on the lower right thoracic lead. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively, and the explanted devices were discarded.